Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noted that the distal stent edge was deformed due to calcification. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noted that the distal stent edge was deformed due to calcification. The device was removed and the procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR: synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted on the distal balloon cones. The proximal balloon cone was bunched. This type of damage is consistent with excessive force being applied during advancing attempts. The balloon wings were tightly wrapped and evenly folded on the distal balloon cone. There was no evidence that the balloon was subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found that the mid-shaft was severely kinked and stretched. The core wire was kinked and bent. It was also noted that the port bond was bunched. No other issues were identified during the product analysis.